Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level ranged from 205-360 mg/dl. An insulin injection and a bolus via the pump were used to address the high bg level. The customer reverted to manual insulin injections to manage diabetes.